Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The evalaution could not determined the caused of the event. (B)(4).

Event description:
It was reported the coil prematurely detached inside the catheter.